Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
During an initial procedure, while implanting an bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa), an intraoperative aortic rupture occurred. It was also reported that the first bifurcated stent graft was able to be advanced so another bifurcated stent graft was implanted. This was most likely due to the patients anatomy and not a device related failure. The physician elected to explanted the devices and perform an aorta bifemoral bypass. It was reported that the patient has severely calcified (cautionary product use) with penetrating ulcers and multiple dissection plains (off-label use). The aorta bifemoral bypass was successful and the patient was reported as stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the intraoperative rupture at the infrarenal neck resulting in an emergent open repair procedure is confirmed. The event is most likely user related due to the reported severe aiod with severe calcifications likely contributed to this event (off label and cautionary product use conditions). The procedure related harms identified were abnormal blood loss and respiratory complication (pneumothorax) during and following the open repair procedure. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.